Event description:
Report 2 of 5 for this event. It was reported from japan that the medium attachment device generated heat along with two other medium attachment devices and two short attachment devices. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from (B)(6) 2024 to (B)(6) 2024. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device generated heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had damaged components and component damage. It was further determined that the device failed pretest for visual assessment. The assignable root cause was determined to be due to component failure from wear.